Event description:
One endeavor rx drug-eluting stent was implanted to the proximal lad. Patient was asymptomatic at 1 month and 6 month follow-up. Investigator reported that the patient suffered an acute non-stemi approximately 9 months post index procedure. Investigator stated that the target lesion was involved. A ptca revascularization of the proximal lad was carried out. In the investigator's opinion, the event was not related to the study device. Patient was asymptomatic / free of symptoms at 1 year and 1.5 year follow-up.

Manufacturer narrative:
(B)(4): result - mi, revascularization.